Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. But, it is presumed that excessive force was applied to the instrument channel port of the device when used in combination with maj-891. In addition, it is speculated that the event may have occurred due to rotational stress applied to the instrument channel port during other handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed from the user that during the unspecified timing, the instrument channel port was loose. There was no report of patient injury associated with the event.